Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a catheter entanglement occurred. An opticross¿ 6 imaging catheter was selected to visualize the target lesion. During the intravenous ultrasound (ivus) the physician used the opticross¿ 6 imaging catheter twice and when he used it again for the third time he could not get the wire out of the catheter. Nothing was left inside the patient's body. The procedure was completed with another opticross¿ 6 imaging catheter. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that a damage was observed on the distal tip or guidewire exit port assembly, it has a broken distal tip section. The telescope assembly was able to properly pull back, advance, and retract, it was observed that the catheter flushed normally. A test guidewire (0.014") was inserted in the exit port available and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter entanglement occurred. An opticross¿ 6 imaging catheter was selected to visualize the target lesion. During the intravenous ultrasound (ivus) the physician used the opticross¿ 6 imaging catheter twice and when he used it again for the third time he could not get the wire out of the catheter. Nothing was left inside the patient's body. The procedure was completed with another opticross¿ 6 imaging catheter. No patient complications were reported and the patient¿s status is fine.